Manufacturer narrative:
The device was not returned for evaluation. The silicone particulate returned and evaluated (see associated device report 0001920664-2019-00192) did not come from this device as there is no silicone in the manufacturing of this device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. See reports for additional devices 0001920664-2019-00191 and 0001920664-2019-00192.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The lot was manufactured to specification. The investigation is ongoing. See reports of additional devices involved in the event 0001920664-2019-00191 and 0001920664-2019-00192.

Event description:
The user facility reported the surgeon found a foreign matter in the eye while using the phaco sleeve and needle. The particle was removed with forceps and surgery was completed.